Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated during the call that a few months back had back surgery, pt was not sure exactly when. Pt states they confirmed nothing was wrong with the ins however wanted to make sure. Pt states thought battery was dead and they had to charge all the time. Pt states the issues started a few months back, didn't know exactly when. Pt states came to conclusion that the implant isn't doing what they were hoping for and its because of the nerves. Pt states the implant should help get through the next few years. Pt states the device is not really doing much for them. Caller mentioned the nerves are all twisted. Pt mentioned the ins depletes fast. Pt states they just noticed that when they wake up the ins has drained a lot. Agent reviewed to lower the stimulation at night if possible to save the battery. Pt mentioned issues with the right leg and the arteries and right now just dragging the leg around. Pt mentioned they were told the settings are the highest the manufacturer representative (rep) is aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information about a message coming up telling them to replace the controller battery soon. Agent reviewed meaning of message. Patient confirmed the controller battery charges without issue, but sometimes they had some difficulty charging the ins even though they can move around with their recharging belt on; sometimes would charge the ins slow, but sometimes seemed to work fine, but kept displaying the message about replacing the battery on and off. Agent explained the recharger is usually the first suspected cause of that message coming up and patient was understanding and willing to try replacement of the recharger first. Patient will call back if they continue to experience the same issues. Agent sent request to repair and closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt mentioned that the ins 'uses a lot at night' and when they wake up, the ins is down from 100% to 40-50%. Pt stated during the day, it does not use as much. Agent reviewed information recommended to follow up with hcp to further address programming/ins depletion concerns.